Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: please clarify how the stapling on the vessel was not very good. The stapling was not linear. Some staples were displaced of the line. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? No bleeding occurred. How much blood was lost (ml)? Na. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Date sent: 06/24/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify how the stapling on the vessel was not very good. The stapling was not linear. Some staples were displaced of the line. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? No bleeding occurred. How much blood was lost (ml)? Na. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during a liver procedure, clamp was difficult to close and it stapled with difficulties. Stapling on vessel was not very good. Hemostasis was difficult to realize. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.